Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was emitting tones due to an alert for out-of-range shock impedance measurement of 126 ohms. The patient requested further alert details and when the beeping would stop. A boston scientific technical services consultant discussed the clinical observations and answered the patient's questions. The system remains in service and no adverse patient effects were reported.